Event description:
A balloon kyphoplasty was performed at t8 and t9 for osteoporotic vertebral compression fractures (vcfs). During the procedure, the pedicle fractured, resulting in bone fragments in the spinal canal, but away from the spinal cord. This was confirmed by post-procedure MRI. The treating physician reported that the pt recovered and was discharged home.

Manufacturer narrative:
Follow-up conversation with physician reporting event.